Event description:
Depuy acromed was made aware of a case involving the co's pedicle screws. Surgical intervention did occur as a result of this situation and an MDR is being filed to document this event.